Manufacturer narrative:
(B)(4).

Event description:
It was reported at refill that the physician had difficulty accessing the center port. Trouble-shooting was performed under fluoroscopy and indicated that the catheter was "coming off the pump" at around 1:00 with the catheter access port (cap) at 12:00, which was the correct way and the pump was noted as not flipped. Additional attempts were made to access the refill port. It was later reported and confirmed via x-ray imaging that the pump was placed in an inverted position/ and was flipped. The patient was hospitalized and the pump was revised. There were no patient symptoms reported. The patient recovered without sequelae. The drug delivered via pump was gablofen.

Manufacturer narrative:
Product ID, 8731 lot# serial# (B)(4), implanted: 2005 (B)(6), product type catheter product ID, 8596sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).